Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. She had revision surgery 2 years and 9 months post-surgery. The patient experienced removal or revision surgery resulting from complications from mesh.

Manufacturer narrative:
Additional information: h6 (patient codes, device codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, mesh broken free and rolled down, large pannus, ischemia, necrosis, foul-smelling drainage, dehiscence, purulence, lack of adequate ingrowth, pain, inflammation, scarring, mesh encapsulation, healing, impaired, bleeding, disability, and open wound. Post-operative patient treatment included revision, removal of mesh, debridement of skin and subcutaneous tissue, lysis of adhesions, repair of hernia with prolene and bio-a mesh, component separation, medication, panniculectomy, CT- scan, and wound vac. Relevant tests/laboratory data, including dates (b6) on (B)(6) 2013: op note- CT of the abdomen and pelvis showed very large hernia recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, infection, and open wound. Post-operative patient treatment included revision, removal of mesh, debridement of skin and subcutaneous tissue, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incarcerated incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, adhesions, mesh broken free and rolled down, large pannus, ischemia, necrosis, foul-smelling drainage, dehiscence, purulence, and open wound. Post-operative patient treatment included revision, removal of mesh, debridement of skin and subcutaneous tissue, lysis of adhesions, repair of hernia with prolene and bio-a mesh, component separation, panniculectomy, and wound vac.